Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was out of bed and extubated after left ventricular assist device implantation when they experienced a gastrointestinal bleed requiring blood products. The patient's post-implant course also included pneumothorax and a wound vac at the patient's old impella site. The patient had a prolonged admission after implantation due to their living situation but was ultimately discharged to a homeless shelter on (B)(6) 2019 while on the wait list for cardiac rehab. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The current revision of the heartmate 3 lvas IFU is document 100169835, rev. A. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event